Event description:
It has been reported to us that during a ptca procedure, the hypotube shaft of the occlusion balloon wire separated. The physician inserted the hypotube into the patient inside a guiding catheter. The physician attempted numerous times to cross the lesion site but was unsuccessful. The physician attempted to remove the hypotube and it separated inside the guiding catheter. The physician was able to remove the guiding catheter and the separated section of the hypotube without issue. The physician continued the case without protection.

Manufacturer narrative:
Evaluation is anticipated upon receipt of the discrepant device. An engineering analysis of the subject device will be performed upon receipt. Device evaluation anticipated, but has not yet begun. This report is based on information supplied to us without our independent verification as to its accuracy, completeness or casual relationship to the product.